Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding corrosion and abnormal ion level involving an involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of corrosion was confirmed through evaluation of the provided medical records. The event of abnormal ion level was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 08/05/2020: stryker pi report (B)(4). On (B)(6) 2011: operating room report. Left hip oa. Left tha. 1320 accolade tmzf v40 stem #4, 58-f tritanium hemispheric cluster shell, 25mm and 30mm x 6.5mm torx screws, trident 00 x3 polyethylene insert 40mm ID-f, lfit anatomic 40mm -4mm v40 head. Routine prep and wash and position. On (B)(6) 2020: operative note: revision left tha. Increasing problems infection work up negative. Had blood levels increased co and cr and MRI cw pseudotumor due to trunnionosis. Revision performed posteriorly. Some milky fluid in joint. Cultures sent. Head removed, significant corrosion at the taper so revision of stem performed in part due to ¿track record of stem¿. Stem out with little damage. Cup extracted but not defined as loose. Reamed up and placed 66mm cup. Stem to modular 18mm and 24mm body. 40mm head due to risk of dislocation. Planned 50% wb. Confirmation: a revision surgery was performed on an accolade tmzf stem and v40 lfit head for stated trunnionosis. It would be helpful to examine the explants to fully establish the claim. Increased metal levels and/or injuries could not be confirmed without additional medical records. Recall of the device could not be confirmed without additional medical records/lot numbers. Root cause: the root cause of the revision was trunnionosis likely associated with a lfit-tmzf trunnion issue. The allegations of injury and increased metal levels could not be confirmed but if shown in medical records would be related to the same issue. The allegation of recall was not established and would require examination of lot numbers. Examination of the explants would be helpful as well to establish the extent of damage to the trunnion. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.